Manufacturer narrative:
Investigation completed by olympus keymed investigator. Investigator concluded that tc-tr2 trolley had exceeded it's life expectancy of 5 years. The tc-tr2 trolley was manufactured in 2001 and has been confirmed as 17 years old. Product support ceased on 30 october 2012 and the tc-tr2 trolley is no longer serviceable. There was no reported patient harm or injury related to this complaint and has been reported in the abundance of caution. This will be the final follow-up report to be submitted, however if any new information is received we will issue an additional follow-up report for this adverse event.

Manufacturer narrative:
Olympus keymed has requested for the product to be returned for further investigation. Awaiting product return. No report of injury to patient or user. Reported in abundance of caution.

Event description:
The tc - tr2 trolley was being transported to the equipment room. While being maneuvered one of the castors became loose and came off. There are no reports of the trolley falling over or reports of injury to patient or user.